Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was inconclusive due to the nature of the returned sample. The product returned for evaluation was one photograph depicting a 4fr s/l powerpicc solo catheter. Usage residues were evident throughout the sample. A cap was attached to the luer adapter. Curved shape memory was observed along the length of the catheter shaft and extension tube. No leakage or catheter damage was discernible in the submitted photograph. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of recz2086 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a powerpicc solo 4fr was inserted through v. Cephalica (B)(6) 2019, after 4 months of use outflow deterioration was noted. Radiologist discovered catheter damage in the area of confluence v. Cephalica into v. Axillaris. The catheter was removed (B)(6) 2020.